Event description:
It was reported the pt has experienced an electrical/burning sensation at her ipg site for approximately 6 months. The pt allegedly was unsure whether this occurs when stimulation is on or off. It was reported the sjm rep will meet with the pt to investigate the issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.